Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ perforation (fallopian tube(s))"), complication of device insertion ("perforation/ perforation (fallopian tube(s))") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included gravida ii, parity 2, c-section and breech delivery. Previously administered products included for birth control: iud (copper) from 2005 to 2009. Past adverse reactions to the above products included pregnancy with iud (copper). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and complication of device insertion (seriousness criteria medically significant and intervention required). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy and tubal ligation on (B)(6) 2010). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, complication of device insertion, dysmenorrhoea and weight increased outcome was unknown and the genital haemorrhage had not resolved. The reporter considered complication of device insertion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage and weight increased to be related to essure. The reporter commented: discrepant data provided: essure insertion date was provided as (B)(6) 2010. Patient denied essure removal, however she also reported she underwent salpingectomy (one side removal of fallopian tube) and tubal ligation on (B)(6) 2010 and salpingectomy (bilateral removal of fallopian tubes). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received. Events per pfs: weight gain, perforation (fallopian tube(s) with associated symptom lower right abdomen pain, dysmenorrhea (cramping), essure confirmation test not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.